Event description:
Customer received erroneous results for multiple assays. The erroneous results were reported. She did not know if the patients were treated due to erroneous results. They began rerunning samples following notification from a floor nurse about mismatched values for phosphorus. According to the customer, they had only one result that did not match which was the phosphorus result. Original phosphorus value was 9.0, it repeated lower at 3.4 mg per dl. Sample type was plasma. The field service representative determined the r2 probe was dispensing partially out of reaction cell position. He adjusted r2 dispense position and replaced all reaction cells. Analyzer verified to be operating within specification.